Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload was not firing during a procedure. The surgeon was in the middle of the case and was told to secure the area and make sure that the patient would not have internal bleeding. The stapler was taken out, removed from the shell, rebooted and reassembled. The stapler worked again and the case was completed. There was no patient injury.